Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 27 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9203946. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200834583] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of 0.5ml 31gx6mm u-100 insulin syringes experienced hub separation from the device and leakage during use. The user was unable to administer their dosage as a result of the defect, and had to receive it from a hospital. It has not been specified whether any additional testing/treatment was administered while user was in the hospital. The following information was provided by the initial reporter: material no: 328520 batch no: 9203946. Verbatim: consumer reported found 1 syringe - needle hub assembly stuck in needle shield - resulting in her going to the hospital to get an injection. Consumer is homeless this was her last syringe. Consumer reported her 2nd to last syringe she dropped on the floor. Could not use it. This syringe was filled with humalin r insulin (her last amount of insulin) she transferred the insulin from this syringe into the back end of the complaint syringe. When removed needle shield the insulin spilled out onto the floor. Lot# 9203946. Catalog#: 328520. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 0.5ml 31gx6mm u-100 insulin syringes experienced hub separation from the device and leakage during use. The user was unable to administer their dosage as a result of the defect, and had to receive it from a hospital. It has not been specified whether any additional testing/treatment was administered while user was in the hospital. The following information was provided by the initial reporter: material no: 328520 ; batch no: 9203946. Consumer reported found 1 syringe - needle hub assembly stuck in needle shield - resulting in her going to the hospital to get an injection. Consumer is homeless this was her last syringe. Consumer reported her 2nd to last syringe she dropped on the floor. Could not use it. This syringe was filled with humalin r insulin (her last amount of insulin) she transferred the insulin from this syringe into the back end of the complaint syringe. When removed needle shield the insulin spilled out onto the floor. Lot# 9203946. Catalog#: 328520. Date of event: (B)(6) 2020.